Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional.

Event description:
Medical records received. After review of medical records for the MDR reportability, the patient was revised to address cup malalignment, recurrent liner failure, and severe metallosis. Operative reported that the poly liner was no longer engaged into the locking mechanism and the insert had become dislodged. The head ball had been articulating with the superior rim of the cup and had eroded through the locking mechanism. Doi cup: (B)(6) 2006; doi head & liner: (B)(6) 2009; dor: (B)(6) 2012; right hip.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.